Event description:
During a normal intervention case without complications, the guidewire separated at the corewire in the area of the floppy tip and had to be removed with the balloon. The coils in the area of the tip were noted to be uncoiled. There was no report of pt injury. Additional info has been requested but has not been forthcoming as yet. The product has been returned for evaluation and testing, however, the engineering evaluation has not been completed.